Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated she cannot get the implanted neurostimulator to charge to 100% for the past week and a half. Pt stated the ins battery will sit at 90% and not advance. Pt mentioned seeing the message "needs attention" but when she checks the recharge status it appears to be charging. Patient connected the recharger cord and verified the controller battery is 100% and the implant battery is 90%. Patient stated that the controller will not register the numbers correctly since about 1. 5 weeks ago. Patient reported seeing an error message "03" 4 to 5 weeks ago but she is not sure what the details were. Pt connected the rtm to check the ins charge level and connection. Pt stated the controller battery showed "230%" and then went back to 100%. Patient service specialist is sending repair team a request for the controller patient mentioned that she is taking some medicine that is causing dizziness and blurred vision. Pt called back stating they received replacement controller from this case on friday but implant charging has been extremely difficult and taking forever to charge. Pt said then they saw rm05 message this morning. Agent recommend to reset the controller before using replacement recharger. Agent sent email to repair to replace the recharger. Additional information was received. Patient called back and stated that they don't know what's going on but they can't get a charge in the implant. Patient stated they already were sent a controller and a recharger but are still having issues. Patient stated that within seconds of putting it on their back, it will start beeping at them. Patient stated they have to re-punch all the buttons and start again, but the same thing keeps happening. Agent asked patient if they have seen any error or alert messages; patient noted that one came up last week but it went away so quickly that they didn't see what it said. Patient noted that then the screen turned white and has done that several times now. Agent had patient examine the equipment and connection pins for damage; patient denied visible damage. Patient reset the controller and then unlocked the screen. Patient noted the controller was 100% and the implant was 90%. Patient noted that they had been trying to recharge the implant for over an hour and it stayed at 90% the whole time. Agent had patient connect the recharger and position the antenna over the implant; patient began recharging with excellent quality. Patient noted that usually they're laying down on top of the paddle, but now they are holding it in place with their hand. Patient stated if they move their hand, they see "poor recharge quality." Agent reviewed proper positioning and recharging best practices. Patient noted they can't use the belt because it is too small. Patient was recharging with excellent quality for the duration of the call. Agent reviewed with patient that since the equipment has been replaced and appears to be functioning as intended, it would be recommended to follow up with a mdt rep for in person troubleshooting for any ongoing concerns. Patient noted they have mdt rep (B)(4) number and will call him. Patient commented that they're disabled. Pt called in and reported after meeting with their rep they were still experiencing issues. Pt stated that the controller was going to an all white screen and it was taking forever to recharge the implant still. An email was sent to repair to replace the controller. Additional information was received from a patient (pt). It was reported that their controller as blank/unresponsive. Agent walked caller through removing controller battery pack, plugging controller into power supply. Caller confirmed controller powers on. Caller reinserted the battery pack and confirmed controller is 100% and ins is 70%. Agent had caller start an implant charge session and caller confirmed recharging excellent. Troubleshooting resolved reported issue. Additional information was received from the patient. Pt called reporting same events already. Pt states she charged this am but took 7 times to start to charge. Agent advised to try and charge and pt states she's not doing the hard reset like the previous agent stated. Pt states taking longer to charge and drains the controller quickly. Agent could not do troubleshooting as she was 100%. Pt states said battery needs attention came up and just came on. Agent had a hard time following the issue and what the issue was. Agent sent request to repair for rtm as pt reports issues charging. Additional information was received from a patient (pt). It was reported that the controller is not working correctly and sometimes goes blank and "goes off". (Agent confirmed pt using controller from april 19th in secure note). Agent asked clarifying questions - pt stated issues are both with charging the controller and the implant. Agent had pt plug controller into ac power supply cord - pt confirmed flashing green light. The pt was plugging in different cords without agent asking; agent observed pt was frantic and was hard to follow at times. Pt then saw controller at 60% and implant 50% recharging good but was able to reposition and saw excellent.the pt stated implant is taking 4 hours to charge. Agent recommended pt can turn stimulation off while recharging to help with charge times. Pt stated they put the paddle in their underwear tot charge because the belt does not fit. Agent understood the issue to be the controller screen going dark - agent walked caller through letting screen go dark and pt confirmed green light was still blinking and the up/down arrow did bring the screen back on; agent reviewed this is normal function. Agent reviewed controller has been replaced twice and recharger has been replaced twice - agent redirected to hcp if pt continues to have issues charging the implant. Agent made outbound call to confirm pt was using the most recent recharger replacement - no answer. Additional information was received from the patient. Patient called back with issues relating to this case. Patient stated they had been seeing messages that said no battery (patient later said this was not the message they saw), cannot recharge, and battery empty for the past couple of weeks. Patient stated they would reset the controller and that had resolved up until yesterday afternoon and now their controller screen was blank and unresponsive and would not work at all. Patient added that the controller and ins would both show 80% and a message would pop up that said battery empty. Agent had patient remove battery pack and plug controller into ac power supply. Patient stated there was a green light illuminated on ac power supply, but stated the controller screen did not power on. Without agent instructing, patient stated they reinserted the battery pack and the controller came on and displayed controller at 40% and ins empty. Agent had patient connect recharger and batteries screen displayed with controller at 40% and ins at 60%. Agent had patient x out of batteries screen 81 battery empty displayed. Agent had patient unplug and replug recharger (agent questions if patient had recharger fully connected, as patient had much difficulty following instruction) and patient reported recharging excellent with green flashing light. Agent provided information and instructed patient to monitor and document if any messages appear for further assistance if needed. Troubleshooting resolved reported issue. Patient called back repeating previously documented information. Patient stated they finally got it to charge the implant; agent understood as external equipment. Yet, patient reported that the power supply was not wanting to work at all and that it didn't help to charge the controller. Patient reported that the line at the top may be broken; agent understood as the cord. Patient clarified that when they pulled back on the ac power supply, they saw a white wire poking out of the cord and felt like they may had been pulling the wrong part. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the damaged ac power supply. Patient called back stating they received the ac power supply cord but that everything shut down; patient confirmed the controller went unresponsive. Patient said that the controller would come on with the power supply but now it wouldn't as it was dead. Patient stated they tried a simplereset on the controller and confirmed that they went through resetting the controller with the ac power supply; agent understood as patient was trying to charge the controller. Patient stated they would see the representative. During the call, agent walked patient through resetting the controller with the ac power supply. Patient confirmed the screen turned on. Patient reinserted the battery pack and confirmed the green light was flashing above the screen. Patient unlocked the controller and saw the controller was 10% and the implant was 90%. Patient then commented that they had to reset the controller every time they used it because the controller will go back out; agent understood as controller either went to sleep or was unresponsive. Agent reviewed information and redirected the patient back to their managing healthcare provider to meet with a representative in person to look over the equipment and to see what is going on. Agent suggested to call patient services back if it was found that issues persisted. Pt called back about this issue and was escalated because the replacement parts that have been sent haven't fixed the issue. Patients rep told them to call and "get a battery". Reviewed that bp would not be causing the issue they are calling about. Pt says they no longer have a managing hcp. Emailed hcp listings to patient. The patient later reported the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(b)96), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received on 18sep2024, patient called back in and reported that they have to charge the controller up multiple times before they are fully able to recharge the implant. Pt stated that their original issue was never resolved, and this has been an ongoing issue. A replacement battery pack was sent out.